Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including respiratory failure and renal dysfunction), infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are also provided in various sections of the IFU. The heartmate 3 lvas patient handbook, is also available. Several sections of this handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient experienced pulmonary edema with necessity of mechanical ventilation. The patient was intubated. On (B)(6) 2023 the patient experienced refractory septic shock. C-reactive protein was 142 mg/l. The patient experienced septic shock and blood cultures positive for k pneumoniae. The patient was resuscitated and ultimately expired on (B)(6) 2023. The cause of death was septic shock refractory to high dosage vasopressors and multi-system organ failure. Death was not considered device related as it was an in-hospital infection due to patient condition. The device operated as intended until the death, there was no device malfunction. The source of the infection was determined to be bacteremia. The cause of the respiratory failure was fluid overload and acute kidney injury.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. H6: 4846 - bacteremia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.